Manufacturer narrative:
An event of explant due to regurgitation was reported. The device was returned to abbott for investigation and the sewing cuff was partially torn and had minimal pannus formation. All cusps were mobile and of normal thickness. No inflammation or significant calcifications were noted on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm epic mitral valve was implanted into the patient. On an unknown date in january 2022, mitral stenosis was observed on transesophageal echocardiogram (tee); the patient was asymptomatic. On (B)(6) 2023, regurgitation was observed and the 27mm epic valve was explanted. A new 27mm sjm masters series mechanical heart valve was implanted as a replacement. The patient is reported to be stable.